Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked. Therefore, the device could not enter the 5f non-cordis sheath well. Hemostasis was achieved through manual compression, which lasted less than thirty minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The storage of the device did not exceed 25 °celsius. The device was inspected prior to use, and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. There were no kinks in the 5f non-cordis sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The femoral artery's suitability was verified on angiography, including the insertion angle of the 5f non-cordis vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was mild vessel tortuosity and moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer was mynx certified. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with no syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. Regarding the sealant sleeve condition, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present in its manufactured position. Additionally, a premature exposure of the sealant was observed due to the condition of the sealant sleeves. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. However, a dimensional analysis could not be executed to measure the slit length due to the condition of the sealant sleeves. Per functional analysis, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. However, the insertion/withdrawal evaluation could not be performed due to the condition of the sealant sleeves. Per microscopic analysis, a high magnification evaluation was conducted to assess the sealant sleeves. No cracks were observed on the surface of the sealant sleeves. However, the sleeves presented frayed/split/torn conditions that resulted in the premature exposure of the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site was mildly tortuous with moderate calcification), procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked. Therefore, the device could not enter the 5f non-cordis sheath well. Hemostasis was achieved through manual compression, which lasted less than thirty minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The storage of the device did not exceed 25 °celsius. The device was inspected prior to use, and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath. There were no anomalies noted prior to use. The mynx device was not purged of air during prep. There were no kinks in the 5f non-cordis sheath after removal. There was no damage to the button. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The femoral artery's suitability was verified on angiography, including the insertion angle of the 5f non-cordis vascular sheath introducer (30-45 degrees), and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was mild vessel tortuosity and moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with an antegrade approach. The deployer was mynx certified. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.